Manufacturer narrative:
(B)(4). The lot was manufactured from july 8, 2015 ¿ july 9, 2015. The device was received for evaluation. Visual inspection identified red/brown particulate matter on the administration line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a red/brown (particle) on its administration line. This was noticed after the device was filled with fluorouracil (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.